Event description:
The iab did not inflate properly. There was very little augmentation even at maximum. The iab was not returned to datascope for eval. The iab was discarded by the facility. (Event complications: unknown-reported 7/11, 7/14/97). (Pt"s current status: unk-rpt'd 7/11, 7/14/97).